Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Reportedly, the customer was able to load a cartridge successfully. The customer's blood glucose level was 160 mg/dl, which was addressed with a bolus delivery via the pump. The customer declined any further troubleshooting.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed for the alarm 19. High blood glucose level issue no failure identified. In addition, a different issue was also found.